Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during therapy. Reportedly, the spouse left open an unused supply line, the clamp was not completely closed. Spouse then closed the clamp and resumed therapy. No patient injury or medical intervention was associated with this incident per the home patient spouse.